Event description:
Device malfunction: difficulty recovering the embolic protection device. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure while trying to capture the emboshield embolic protection device, the emboshield retrieval catheter was unsuccessful; however, the rx accunet shapeable tip design retrieval catheter successfully captured the embolic protection device. There was no adverse patient sequela reported. One day postprocedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The device was not returned. Difficulty retrieving the filter can be attributed to numerous factors including, but not limited to product placement, procedural technique, interaction with other device, and vessel anatomy or morphology. The patient had a tight and heavily calcified lesion which could have been contributed to the event. Based on available information, a conclusive root cause could not be determined. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the finished device lot history record did not reveal any non-conformities associated with this lot number.